Manufacturer narrative:
We have received the device (tx microtip/handpiece) for evaluation and testing to verify the reported complaint of broken needle. Visual inspection of the returned device (tx microtip) confirmed the broken needle. The needle had separated at the braze joint which is the highest stress point along the length of the needle. There was no indication of damage to the sheath or contact with hard tissue. Due to the state in which the device was received, functional testing could not be performed. We have tested the tx microtips under simulated use conditions and were unable to duplicate the same failure mode (broken needle) when the correct axial motion/ technique is utilized. The cause is likely material fatigue associated with and/or being caused by use error such as applying non-axial motion/technique. We have updated the product bulletin (mkt227) including cautions and instructions related to the use of the tx microtip to mitigate future needle breaks.

Event description:
Per the reported information, while the doctor was performing a procedure of tenotomy on a lt hip with a tenex handpiece (tx microtip), the needle broke off and remained in the patient. The doctor removed the broken piece by hand easily and could not complete the procedure. There was no complications or injury to the patient as the patient was reportedly "doing fine" after the surgery.